Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
The lead straightness was re-measured with feedback from manufacturing. The straightness of the distal end is within specification. ¿review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis of the lead (lot no. Va1v2dk) found that the distal end of the lead was bent. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that while the hcp was measuring the lead to be implanted, they noticed it did not lay flat on the measuring device. They took it off and rolled the lead back and forth on the operating table displaying a slight bend near the contacts. This lead was not implanted. Interventions/actions involved another lead being opened and confirmed to have no bend and successfully implanted. The issue is reported to be resolved. The bent lead is expected to be returned for analysis.